Manufacturer narrative:
Follow-up # 1 date of submission 10/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/27/2013 with the following findings:during testing, the pump powered on normally with a functional display and normal audible and vibratory tones. Evidence of moisture was visible behind the display lens. The pump was exercised for 24 hours with no power loss or alarms. The pump¿s history could not be downloaded due to the moisture ingress. The pump cover was opened and evidence of moisture was found on the internal circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the lay-user/reporter contacted animas on behalf of the patient, alleging a power issue. The subject pump will not power on after the patient went swimming. It was noted there was water under the display screen. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.